Event description:
From additional information received, it is reported that patient is not yet revised.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. A2 - patient's dob - an unknown date in (B)(6) 1953.

Manufacturer narrative:
Reported event was confirmed by patient's x-rays. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates that the tibial component of the left knee arthroplasty is malrotated and loose. There is subsidence of the posterior aspect of the tibial tray with elevation of the anterior tray and anterior displacement of the stem. Bone quality is osteopenic. Radiolucency is noted along the tibial stem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen femoral component catalog # unknown lot # unknown. Unknown nexgen articular surface catalog # unknown lot # unknown. Report source: (B)(6). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to loosening of tibial prosthesis. Attempt for further information has been made, but no further information has been provided.